Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 4 days of wear. The customer stated he did not have a glucometer to monitor his blood glucose and as a result experienced being light-headed, and thought he was going to faint. The customer presented to the hospital where he was provided "bags" of IV fluid and was admitted overnight for hyperglycemia. There was no report of death or permanent injury associated with this event.